Event description:
It was reported that when the device, with reload cartridge, was used during a laparoscopic appendectomy, it would not open. A similar device, and electrocautery, was used to complete the case with no consequence to the pt.